Event description:
Adverse event(s): "decrease in bcva" (vision, impaired). Product problem(s): "optic cracked" (crack); "c cartridge and healon were used which are not approved for use with this lens model" (device or device component damaged by another device). A surgeon indicated that a crack was noted on the optic of an intraocular lens (iol) following insertion. The surgeon reported the crack was not within the visual field and therefore, he has decided to leave the iol in place. The surgeon also noted the pt was not expected to have a good visual outcome prior to surgery. The reporting facility reported the use of an unapproved lens/cartridge/viscoelastic combination.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporting facility reported the use of an unapproved lens/cartridge/viscoelastic combination. Additional info was requested and received. (B) (4). (B) (4). (B) (4).